Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a laparoscopic procedure, the lightsource inadvertently shut off. After a few moments, the lightsource was turned back on and the case continued until completion. There was no patient harm. During the case, it was noted that a nurse had bumped the lightsource while using another device. However, it was mentioned that the impact was not hard enough to have caused the lightsource to shut off. It was further reported that the lightsource was evaluated by the customer after the case and no problem was found.